Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00638 on december 17, 2020. December 21, 2020 additional information: atellica im sars-cov-2 total (cov2t) lot 709005 discordant results are observed compared to an igg/igm alternate method. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained discordant nonreactive (negative) atellica im sars-cov-2 total (cov2t) results for three patients that were considered discordant when compared to the results from the alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.